Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3145829. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: customer problem: bactec 442021_3145829 molecular false positive. Quantity received and quantity affected: quantity affected 1 bottle. Was this issue involving patient or nonpatient samples? Patient hazard, injury or erroneous results details what result did the customer obtain from the bd product? C.trop & klebsiella pneumonia. What result was the customer expecting to obtain (if different from the obtained result) klebsiella pneumoniae group. Was this a qc, validation, or proficiency test? Patient. Was patient treatment changed as a consequence of the issue with results? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: customer problem: bactec 442021_3145829 molecular false positive quantity received and quantity affected: quantity affected 1 bottle was this issue involving patient or nonpatient samples? Patient. Hazard, injury or erroneous results details what result did the customer obtain from the bd product? C.trop & klebsiella pneumonia. What result was the customer expecting to obtain (if different from the obtained result) klebsiella pneumoniae group was this a qc, validation, or proficiency test? Patient. Was patient treatment changed as a consequence of the issue with results? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.